Manufacturer narrative:
Patient weight not available from the site. No case parts returned for analysis at the time of filing report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a procedure. It was reported that after draping the patient, the navigation was no longer accurate. There was no impact on patient outcome.

Manufacturer narrative:
New information was obtained from the manufacturing representative present during the event. He indicated that the system was checked at the time of the issue, and found to be fully functional. The event was caused by the surgeon failing to properly tighten the vertek arm. No other details were available. If information is provided in the future, a supplemental report will be issued.